Event description:
It was reported that the device was found to have problems with the spray, even at the highest setting, only a mist came out, not a jet or stream of high-pressure water. Results of the investigation have concluded that the user interface assembly is corroded and the handpiece is not locking up, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.